Event description:
Tap: it was reported that 25 days after implantation of a 3.5x8mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left main artery. A pre-intervention stenosis was not reported. Angioplasty was performed using a 3.0x6mm cutting balloon. A 3.5x8mm taxus stent was deployed in the left main "at the origin of the left anterior descending artery." It was noted that "after the intracoronary stenting, the lesion was fully dilated." It was reported that the patient "received over 300 ml of contrast," "developed severe shortness of breath," and congestive heart failure." The patient received IV lasix. The procedure was terminated and the "patient was sent to the coronary unit." The patient also received angiomax during the procedure. The patient presented 25 days after the initial procedure with an in-stent restenosis in the left main artery. The percentage of restenosis was not reported. The left main artery was dilated with a 4.5x20mm quantum maverick balloon that "was inflated at gradually, increasing pressures to 10 atm for 60 seconds." Subsequently, the ostial portion of stent was dilated and noted to have been "under dilated during the original procedure." A post-intervention residual stenosis of 0% was reported. The patient received angiomax during the procedure and was continued on plavix and aspirin. The percutaneous transluminal coronary angioplasty was noted to be "successful." No further complications were reported.

Manufacturer narrative:
H6: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.